Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 silicone foley catheter. Inflated catheter with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). After inflation balloon rested with no leakage occurring. It was noted that the balloon maintained a concentricity of 70:30. Balloon deflated under 5 minutes with no difficulties. No visual abnormalities were present during inflation and deflation of balloon. Also received 3 photo samples. The first photo sample shows top overview of catheter. Second photo sample zooms in on end of catheter with balloon deflated. Third photo sample shows inflation cap. Based on the physical sample received the reported event is unconfirmed. Balloon concentricity meets specification therefore an additional complaint was not opened for this failure. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterile water was injected during pretesting of foley catheter, it leaked. The location of the leak was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterile water was injected during pretesting of foley catheter, it leaked. The location of the leak was unknown.